Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. Additionally, resistance was experienced when filling a cartridge. A cartridge change was performed resolving the issues. There was no impact to the customer¿s blood glucose.